Event description:
Manufacturer's ref# (B)(4).

Manufacturer narrative:
Our field service engineer inspected the device on-site and, after troubleshooting, replaced both pressure transducer printed circuit boards (pcbs) to solve the issue. The provided logs confirm only the reported pressure transducer test error on the date of the reported event. The pressure transducer pcb conveyed the pressure via the pressure tube connected to this block, which is led to and measured by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure. The returned pressure transducer pcbs were placed in a ventilator for simulated use testing; they were placed in the same position (insp or exp channel) as in the failed ventilator. The test ventilator failed the pre-use check (puc) during the pressure transducer test sequence. The pressure transducer pcbs were also tested individually in their respective channels and in both cases failed the puc during the pressure transducer test sequence. When measuring the zero-pressure voltage on both sensors, no deviation was found and other electrical measurements revealed no substantial drift. A microscope inspection showed that both sensor membranes were free from contamination, and no contamination was found on the pcbs during the visual inspection. The above test's results show that pressure transducer pcbs do not meet their specifications. With this investigation, we confirmed the reported error and found that both pressure transducer pcbs were defective; however, the exact cause of the problem could not be found. A defective pressure transducer may lead to inaccuracy in pressure measurement. The appearance of this failure will be noticed by the user through generated high-priority alarms. If present, the fault will be detected during the pre-use check.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).